Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event and treated once daily with intra-peritoneal (ip) reflin (1gm), and fortum (1gm). The patient was also treated with heparin (frequency and route not reported). The cause of the peritonitis was unknown. At the time of the report the patient status is unknown. No additional information is available.